Event description:
It was reported that the user¿s ilet repeatedly displayed a restart alert that persisted after multiple restarts, and the alarm history showed alert 42 indicating an insulin current sense failure consistent with a mechanical problem; a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with an insulin current sense failure. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.